Event description:
The user reported that the syringe tip separated from the plunger during a cardiac procedure. The device was replaced. The user discarded the device. The user indicated this has happened sporadically 3 to 4 times. No additional information was provided. No harm or injury reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. Two separate suspect lot numbers were provided. Lot number h562062, mfg date: 12/2013, exp date: 11/30/2016, and lot number h547771 mfg. Date: 10/2013, exp date: 09/30/2016. A follow up report will be submitted when the evaluation has been completed.